Manufacturer narrative:
The unit had minor scratched lcd window, cracked lcd window, cracked case atdisplay window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring reservoir tube, cracked case at reservoir tube window corners and missing end cap sticker. Drive support disk was inspected and no anomaly was noted.

Event description:
It was reported via phone call that the insulin pump was damaged; there were cracks and breaks on the reservoir compartment. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the caller did not recall any significant events that led to the damage. The insulin pump was returned for analysis.